Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 modular cable confirmed the report that the modular cable was sent to the account in used condition. The outer jacket revealed slight gray discoloration, small surface cracks, and dark brown discoloration. Tape was also observed covering a tear/bunching in the outer polyurethane jacket. The inline connector bend relief revealed brown discoloration, and the controller connector bend relief revealed slight yellow discoloration. The returned, used modular cable was determined to be heartmate 3 modular cable with damage and discoloration. Following a modular cable exchange, heartmate 3 modular cable was placed in the replacement modular cable¿s packaging for return to abbott through the european distribution center (edc). The product box was visually inspected by the returns team and deemed to conform. Therefore, this product was provided to the inbound team, who also considered the product box to conform, and booked the product to unrestricted stock. This product was afterwards shipped out to a customer in ireland/dublin. The relevant sections of the device history records for the modular cable were reviewed and showed no deviations from manufacturing or quality assurance specifications. Additionally, the relevant sections of the device history records for the modular cable were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the modular cable, which is supposed to be sterile was opened and previously used. The cable was covered in a black mold-like substance and the silicone bend relief on either side of the cable were darkened from wear and tear.